Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working and it was beeping and vibrate but nothing was coming up on the screen and the buttons were not working. Customer reported that insulin pump screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage to the electronic assembly noted. Unable to perform displacement test, self test, off no power test, stop current test, run current test or verify keypads unresponsive due to blank display.